Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not re-open while applied to tissue. The surgeon manually forced the jaws of the device open, which caused the tissue inside the jaws to tear, and oozing occurred.